Manufacturer narrative:
Additional information provided in h.6 and h.10. Evaluation summary: the product was not returned for analysis. The complainant states the use of a viscoealstic that is not qualified to be used with the associated cartridge/handpiece /iol combination. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the surgeon states the use of non-qualified viscoelastic. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported during a cataract surgery with an intraocular lens (iol) implantation, a scratch was observed on the iol. The procedure was completed with a new lens. There was no patient impact.